Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-00908. D10: medical product: unknown tibial tray. H3: customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and six weeks post implantation due to pain, osteolysis, radiolucency, and loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
No product was returned, and the pictures provided were insufficient to perform visual or dimensional evaluations. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: prior to revision osteolysis, radiolucency, femoral loosening, normal x-rays post revision. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.